Manufacturer narrative:
Evaluation method. The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The patient reported that he had a bump/rash on his back between his shoulder blades. The patient discussed the irritation with his doctor and was prescribed an anti-itch ointment. During a follow up the patient indicated that the rash went away. There was no alleged device malfunction associated with the skin irritation.